Event description:
Caller reported a cgm error with code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, guiding the caller through the process. After the reset, the pump did not display the cgm error again, and the caller successfully started their sensor session.